Event description:
Pt with history of spinal cord injury and quadriplegia presented to the hosp emergency room with severe uncontrolled spasticity, confusion, hypertension (autonomic dysreflexia) and seizures due to abrupt withdrawal of baclofen. The pt's infusion pump had reached end of life, and the pump low battery alarm did sound, however the time period prior to pump stoppage was insufficient to allow for scheduling device replacement surgery. The pt was hospitalized in intensive care for a couple of days, and then to a telemetry unit before she was discharged. The pt has recovered from the event, and has had another infusion pump implanted.